Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left proximal circumflex (plcx) artery. The 2.50x8mm nc traveler balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion; however, failed to cross due to the anatomy. Therefore, the bdc was removed from the patient and difficulty was also note due to the anatomy. There was adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.